Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's non-tandem infusion set failed to adhere to the customer¿s skin, and that the infusion set insertion needle was bent. Reportedly, customer's blood glucose was over 500 mg/dl. The infusion set brand and manufacture was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.